Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
Synergy china registry: it was reported that the patient was diagnosed with coronary atherosclerotic heart disease. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The first target lesion was located in the proximal right coronary artery (rca) extending up to middle rca with 90% stenosis and was 66 mm long, with a reference vessel diameter of 2.75 mm. The first target lesion was treated with pre-dilatation and placement of 2.25 mm x 38 mm and 2.75 mm x 32 mm synergy stents system. Following post-dilatation, the residual stenosis was noted be 0%. In (B)(6) 2020. The subject was discharged on aspirin and ticagrelor. In (B)(6) 2024, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and ticagrelor. Medication was given and angiography without revascularization was performed to treat the event. Three days later, the subject was discharged from hospital, and at the time of reporting, the event was considered to be recovering/resolving. It was further reported that in (B)(6) 2024, coronary angiography revealed calcification of the rca, mild intimal hyperplasia of the proximal and distal original stent, 80% stenosis of the anterior posterior trigeminal.

Event description:
Synergy china registry it was reported that the patient was diagnosed with coronary atherosclerotic heart disease. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The first target lesion was located in the proximal right coronary artery (rca) extending up to middle rca with 90% stenosis and was 66 mm long, with a reference vessel diameter of 2.75 mm. The first target lesion was treated with pre-dilatation and placement of 2.25 mm x 38 mm and 2.75 mm x 32 mm synergy stents system. Following post-dilatation, the residual stenosis was noted be 0%. In (B)(6) 2020. The subject was discharged on aspirin and ticagrelor. In (B)(6) 2024 , the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and ticagrelor. Medication was given and angiography without revascularization was performed to treat the event. Three days later, the subject was discharged from hospital, and at the time of reporting, the event was considered to be recovering/resolving.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).